Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 271 - 289 mg/dl. An infusion set change was performed and correction boluses were delivered to address the bg levels. Two system checks were performed and the pump performed as intended each time. No damage was noted to the cannula. While disconnected, the customer delivered multiple test boluses and an occlusion alarm was received each time. Reportedly, the pump is worn against the customer's skin, the customer does not follow proper technique regarding air removal from the cartridges and the current cartridge had been in use for longer than 2 days. Tandem technical support (cts) advised the customer to wear their pump inside a case to prevent abrupt temperature changes to the pump and educated the customer in regards to humalog labeling. Cts guided the customer through loading a new cartridge using the proper load sequence. No additional occlusion alarms were received after the cartridge change.